Manufacturer narrative:
Based on the claim against the product by the customer noting removal of the fenestrated bipolar forceps (fbf) with the release key, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint of a non-recoverable fault on arm 2. The fbf instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No error messages or faults observed during in-house testing. A review of remotefe logs showed multiple recoverable faults during the procedure, but were not replicated during in-house testing. No product issue was identified. Additionally, the fbf instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. Thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint has changed to a reportable malfunction due to the following conclusion: the fbf instrument had thermal damage. Thermal damage at or near is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had a non-recoverable fault on arm 2 on the patient side cart (psc). The system had undergone a restart and during a prolonged duration of not powering up, the instruments were removed under laparoscopic vision with the release key. The arm was non-responsive but can be disabled. During the call, the customer power cycled the system, but the fault re-occurred. Live logs revealed error 319 pointing at nodes 185 and 186 on arm 2. The technical support engineer (tse) asked caller if they could proceed with three arms, but they could not as they needed at least three arms next to each other. The caller explained that if arm 1 or 4 was faulty, they could have proceeded. The arm fault was not recoverable, and the procedure was converted to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The conversion resulted in additional ports to convert to laparoscopic and then proceeded to open. The patient was able to tolerate the conversion, there was no injury to the patient. Patient demographic information was provided.